Manufacturer narrative:
Phone number was provided as (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ca2 calcium gen.2 on a cobas 6000 c (501) module. The sample initially resulted in a calcium value of 2.8 mmol/l and this value was reported outside of the laboratory to a physician. The physician doubted the result, so the sample was repeated on (B)(6) 2021, resulting in a value of 3.9 mmol/l. The reporter stated that a second sample was collected from the patient the and this sample also showed the same pattern, where it initially recovered high and the next day, the result was higher upon repeat. No specific values were provided for this sample. The reporter stated that the complained sample was repeated and the first value measured from the sample could be duplicated. The calcium reagent lot number and expiration date were requested, but not provided.

Manufacturer narrative:
The reporter stated the issue was related to the customer's water supply which had a faulty "osmosis machine". The investigation could not identify a product problem. The cause of the event could not be determined.